Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 553 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by bolus. Customer reported that the insulin pump was not pushing out insulin. The customer was mentioned insulin pump had motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No motor error alarms were noted. The motor was tested outside the device and passed. Device received with cracked case at the display window corners. Device received with minor scratched display window and case. (B)(4).